Manufacturer narrative:
Investigation: after the receipt of the products, the measurement of the devices was carried out by the quality assurance of the production department. Shaft pl538r: target current: *01* 67.80mm 67.78mm ok, *02* 10mm gauge ok, *03* 3.85mm 4.00mm ok, *04* 7.00mm 6.85mm ok, *05* 6.50mm 6.6mm ok. Inner rod pl538801: -out of service, -bent, -running rough, -slider sheet of the magazine is not pulled back-thus no feed of the magazine. Inner pipe pl538802: -out of service. Handle pl510r: -out of service. Magazine pl569t: -no clips remaining in the magazine, -"nose' broken off. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. Rational: no CAPA is necessary.

Manufacturer narrative:
(B)(4). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during clipping, the legs of the clip crossed. This caused a cut in the skin.